Manufacturer narrative:
The proximal only segment of the lead was returned 110 millimeters (mm) from the terminal pin. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the is-1 front seal rings and insulation was lifted/delaminated and cuts/tears were noted in the area. Resistance testing confirmed the electrical continuity of the segment.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent oversensing that resulted in inappropriate anti-tachycardia pacing (atp). A device upgrade procedure was performed. A portion of the lead was cut and removed and the remainder was surgically abandoned. No adverse patient effects were reported.